Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "digital visual interface 1 digital visual interface 2 video does not appear" malfunction would likely be a failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, besides the reportable malfunction of dvi 1 and dvi 2 failure with no image display, the evaluation found the following non-reportable malfunction(s): image failure due to lcd panel failure; scratches on the screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The high definition cd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, it was observed the digital video input 1 and 2 connections did not work and there was no image displayed. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.